Event description:
It was reported that a remote monitoring transmission showed that the device exhibited high rv pacing lead impedance. The lead was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.